Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was sleeping during the night of (B)(6) 2019 and woke up around 7:00 am on (B)(6) 2019 unable to speak, incomprehensible, and falling to the floor unresponsive. The cgm reading was 87 mg/dl; the parent cannot remember what the trend arrow was showing. The low alert was set at 70 mg/dl, so it did not alert for a low reading. The patient¿s parent tried to check a fingerstick bg for comparison but the patient was screaming and her extremities were freezing, so they were unable to get a blood sample in spite of pricking multiple fingers; however, the patient¿s parent stated the patient was hypoglycemic based on the symptoms. They had the patient eat a cookie and called the hospital¿s diabetic hotline, then rushed her to the emergency room. At the hospital it was thought that the patient might be having a stroke, so a magnetic resonance image (MRI), computed tomography scan (CT scan), electroencephalogram (eeg) and echocardiogram were done. No information was provided regarding medications given. At the hospital there was a 30-70 points mg/dl difference in the bg versus cgm readings; at one point the cgm reading was 100 mg/dl and the bg was 72 mg/dl. At the time of contact, the patient had been in the intensive care unit (ICU) for 48 hours, was still there, was doing better, and had facial bruising from the fall. Data was provided for investigation. Confirmation of the complaint was undetermined, and the probable cause was unable to be determined via product. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.